Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebr0409 showed one other similar product complaint(s) from this lot number.

Event description:
The facility reported that the patient experienced pain during infusion of medication through the white lumen. The rn checked the line and noted a crack 6cm above the base of the lumen. The PICC was removed and discarded.